Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 199:117 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 199:117:284, which could have caused an interruption of delivery. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury, or medical intervention. The software version is currently not known. No additional information is available.